Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port extra plastic at the hub/tubing adaptor. The following information was provided by the initial reporter, translated from chinese to english: (B)(6)2024 plastic burrs at the connector of the indwelling needle, with dislodgement occurring, can fall into the puncture needle and have the potential to enter the patient's blood vessel

Event description:
No additional information was provided.

Manufacturer narrative:
Investigation results: the complaint of plastic burrs on the vent plug could not be confirmed for the implicated 20g nexiva device as the provided photos show 22g nexiva units. As the 20g nexiva device was not provided for investigation, the complaint was inconclusive. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.